Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s lens rod was broken. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by. A visual inspection was performed and showed distal tip damage, a dented outertube, loose and cracked optics, and the outertube needs replacement. An evaluation was performed and showed the scope to have scratched fibers and the scope needs cosmetic refurbishing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.